Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he playing around the pool and the insulin pump was exposed to moisture. The customer stated that the display went blank and the device has a constant tone and vibration with no alarm shown. Blood glucose value was 137 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.